Manufacturer narrative:
A cause of the or staff members reaction (difficulty breathing) when the arista is being used during procedures cannot be determined. Although rare, an allergy to potato can occur. As reported, the or staff member has no known allergy to potato. Should additional information be obtained, this report will be updated. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. This file represents the or staff who experienced the difficulty breathing. Used on patient.

Event description:
It was reported that two of the staff, an or surgical technician and a physician assistant, have experienced reproducible issues during procedures that were involving the use of arista. One experiences respiratory reactions (difficulty breathing) while the other suffers from skin irritations. No additional medical treatment is needed as a result. The or staff members were wearing personal protective equipment (i.e. Gowns, masks, gloves). Both have been ongoing and not related to a competitive product. They have decided to leave the or during any case when the arista product is being used as a precaution as they do not know for certain it is the arista product causing the reported symptoms. The surgeons both felt it may have been caused by something else as they are aware that a potato allergy/sensitivity is very rare. Neither or staff member has any known allergy to potato. There was no patient involvement with the patient being treated with the arista.